Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump on the shower floor and cracked the device; the top right side was cracked and the damage curves to the screen. Water also entered the device and triggered a button error alarm. The customer changed the battery but the button error alarm persisted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that button error alarms became more frequent as a result of the moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, with corroded electronic assemblies and with intermittent button response due to light moisture damage to the keypad traces. No button error alarms noted. No traces of moisture were noted at the motor assemblies per our visual inspection. The operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.